Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device¿s software was reloaded, and the internal battery and detachable battery needs to be replaced to address the issues. In addition, the machine flow sensor, blower motor, blower seal, blower mounts, blower cap, blower chassis plate, outlet side panel, tubing, due to water ingress and muffler assembly was replace due to contamination.